Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the front to back and side to side signals were distorted. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the side to side and front to back signals were distorted. The cause of the distortion was two shorts in the distribution node, c1 and c4 were shorted (+5v line). The root cause of the shorted components was unable to be positively determined. No adverse event occurred due to the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.